Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a routine pack change procedure. Externalized conductors were noted via fluoroscopy. The lead explanted and replaced. No further information is available.